Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of primary attune knee cr rp components, with primary cause being bearing spinout. Primary operation was on (B)(6) 2020. Put in a 6n left cr femur, size 5 rp base plate, size 6, 7mm cr rp insert and 32 anatomic patella. Patient presented on (B)(6) 2020 with bearing spinout, and had a bearing exchange to 10mm insert. It was found here that pcl had been ruptured post the index procedure. Patient was put into a rom brace, but despite that suffered another spin out within 2 weeks. So today they were revised with removal of all components, and replaced with sz 4 attune revision rp tibia with 37 sleeve and 60mm stem, size 6 revision femur with posterior augments and 110 stem, and a 6, 16mm revision insert. In balancing the knee it was apparent that the patient's flexion gap was significantly looser than extension, so the surgeon sacrificed some joint line in order to balance extension to flexion. The lcl required some repair, and the surgeon wonders whether this is one potential cause of such significant instability. Doi: (B)(6) 2020, dor: (B)(6) 2020 (insert exchange), dor: (B)(6) 2020 (total revision), left knee.